Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, a patient experienced slight apical reabsorption of tooth #10 and #25. The patient was advised to stop treatment.